Manufacturer narrative:
(B)(4). Patient was born on an unknown date in (B)(6). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the surgeon attempted to insert the persona tasp with a 10mm tasp shim when the top post of the surface trial broke off. All pieces were recovered and no harm to patient or surgical delay. No further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: the device was returned and examination determined that returned tasp exhibits signs of repeated use ( nicked or gouged ) the post feature has been cut off. The complaint is confirmed. The device history records were reviewed for deviations and / or anomalies with no deviations / anomalies identified. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information.